Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that residual glue was noticed on the tip of the device.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: excessive glue noticed on tip of 90s during. The probable root cause could be a manufacturing issue such as (cleaning/wiping the excess glue after applying). Protective measure: in process inspections. (B)(4).

Event description:
It was reported that residual glue was noticed on the tip of the device.